Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. However an alarm was found in the logs that would indicate a loss of mechanical ventilation. The positive end expiratory pressure valve and the positive end expiratory pressure safety valve were replaced proactively. The unit was returned to service.

Event description:
The hospital reported the unit alarmed during a case and lost the ability to mechanically ventilate. There was no report of patient injury.